Event description:
It was reported that during the implant procedure when the physician was implanting the atrial and ventricular lead the patient experienced heart pain. The physician had to terminate the procedure. Ultrasound showed no pneumothorax or perforation. The physician suspected a lead problem. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.